Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the monopolar curved scissors (mcs) instrument had independent movement. The procedure was completed with no reported injury. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event.